Manufacturer narrative:
No device returned.

Event description:
It was reported that the patient had a sling replaced with an artificial urinary sphincter due to unspecified reasons. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling for all currently manufactured boston scientific men's health slings. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.